Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (B)(4) alleging that a one touch verio pro meter read inaccurately high compared to another meter. The patient reported blood glucose results of "14.2 mmol/l" with a lifescan meter and "7.7 mmol/l" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=1.7 mmol/l. The patient did not allege any harm or injury because of the reported issue. The patient was sent replacement product(s). The patient did not have control solution for troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. On (B)(4) 2011 the test strips were tested and the complaint was not confirmed. However, a secondary issue was noted where an er4 message was observed when testing with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.